Manufacturer narrative:
The returned plate tack was examined under magnification and dimensionally with calipers. The diameter of the fractured portion of the plate tack was measured to be .057" which is in spec (usl - .058" and lsl - .055"). Under magnification, the fracture pattern was consistent with a torsional fracture. The center of the fracture surface was smooth and had a small conical indent. The sides of the fracture surface showed a torsional (twisting) fracture pattern with a slightly rougher surface. These differing surfaces indicate that the outer area of the plate-tack fractured first, while the center continually spun under power until it finally broke. Additional mdrs associated with this event: 3025141-2019-00212: plate, 3025141-2019-00213: screw 1, 3025141-2019-00214: screw 2, 3025141-2019-00215: screw 3, 3025141-2019-00216: screw 4, 3025141-2019-00217: screw 5, 3025141-2019-00218: screw 6.

Event description:
While implanting a clavicle midshaft plate, the surgeon used a plate tack. After screw insertion was complete, the plate tack was removed under power and it broke. The tip of the broken plate tack could not be removed and was left implanted.